Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 d4: batch # u5a22e h6: component code: others(g07) investigation summary the analysis results showed that one gst60w reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch # u5a22e. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, when severing pulmonary artery vessels tissue on the 1st firing, after fired, noted staples malformed with irregular shape( with straight leg). Changed a gst60b, could not fire when severing pulmonary fissure tissue on the 3rd firing. Checked the sleds position, it is lockout issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.